Event description:
It was reported that the 7900 system would not boot up and the monitor was blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and left monitor power supply was repaired during the service call. The system was tested and found to be working as intended and put back into service.